Event description:
Placed IV in right antecubital. Flushed twice with a pre-filled hand syringe. Was tested with power injector saline approximately 10ml. No sign of infiltrate. Patient reported no stinging or burning. Carried on with exam. Saline ran throughout entire non-contrast portion of test. Checked with patient about IV just before injection. Injected 20ml of the contrast (magnevist) at 2ml/sec. Patient squeezed ball due to stinging in arm. IV had infiltrated.